Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that 9 of the bd luer-lok¿ tip syringe only experienced foreign matter contaminated. The following information was provided by the initial reporter: "visible white matter on the stopper" 9 syringes that are affected.

Event description:
It was reported that 9 of the bd luer-lok¿ tip syringe only experienced foreign matter contaminated. The following information was provided by the initial reporter: "visible white matter on the stopper" 9 syringes that are affected.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03may2023. H6: investigation summary: it was reported there was visible white matter on the rubber stopper. To aid in the investigation, nine empty samples with no packaging blisters were received for evaluation by our quality team. In three of the samples provided, the syringe rubber stoppers have residues of the lubricant applied during the manufacturing process. This residue of lubricant is considered an acceptable imperfection. The lubricant is medical grade and applied to the inner wall of the syringe barrel and rubber stopper. Verification of the rubber stopper lubrication process was performed, and the settings were correct. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. A device history record review was not performed as the lot number is "unknown" for this complaint.